Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose was 431 mg/dl. It was reported that the insulin pump received blood glucose and had not treated blood glucose due to not being able to send blood glucose to pump. The product will not be returned for analysis.